Event description:
The patient is pursuing a product liability claim arising out of the use of the durom acetabular cup. It was reported by patient's counsel that the patient received an implant on (B)(6) 2007 and was revised on (B)(6) 2012 due to suspected loosening.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the dat of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in july 2008. There is no need for further corrective measures and zimmer (B)(4) considers this case as closed. (B)(4).